Event description:
It was reported that the t:slim x2 pump battery would not charge, and a power source alert occurred approximately five weeks ago. The customer reported a power source alert with the code alert 07, but the issue was resolved before contacting support. There was no adverse impact to the customer¿s blood glucose level. To remedy the situation, the customer switched to a new tandem cable and adapter, which resolved the charging problem, and no further assistance was required.